Manufacturer narrative:
Results of investigation: vyaire engineer tested the suspect device in diagnostic mode and normal operation. In some areas, the touch panel no longer works at all or only works sporadically due to very strong printing. Touch panel sensitivity too low. The reported failure (defective display) is confirmed. However, distributor refused repair. The suspect device was returned unrepaired. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical the infant flow sipap has a defective display. Furthermore, there was no patient associated with the reported event.